Manufacturer narrative:
The system was serviced in the field, and the router was replaced. The system then performed as intended. Hardware analysis determined that the complaint was verified. The unit was not discoverable in self-test app. No connection to internet or wi-fi. The unit was not pingable, and the ip address could not be reached from the internet to look at the internal settings. The unit was reset and reconfigured, and everything worked as expected. Concomitant medical products: other relevant device(s) are: product ID: 9735994. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues with the wired and wireless network on a new system at installation. Technical services (ts) walked the manufacturer representative (rep) through troubleshooting. The ip information was confirmed. The system was connected to a working system, and the rep attempted to ping and transfer exams. He bypassed the network bulkhead by plugging directly into the wan port on the router. A second network cable was tried. The internal network status was checked in self-test, and everything connected except the wireless endpoint. Pinging internal components was successful. The connections on the network router were confirmed. There was no patient involvement.